Event description:
An endeavor sprint over the wire (otw) drug eluting stent was implanted in the rca. Approximately 7 months post the index procedure the patient experienced spontaneous blood in stool. The investigator has indicated the event was not related to the study device and the patient recovered with treatment.

Event description:
(B)(4) adjudicated that the bleed event occurred 4 months post index procedure not 7 months as previously reported. (B)(4) assessed that the event was probably related to the study drug.

Manufacturer narrative:
Evaluation, results: inherent risk of procedure (hemorrhage). (B)(4).